Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed a persistent blue circle with a lock icon and failed to start following an attempted app update, despite troubleshooting that included phone reboot, app force-close, app reinstall, and device charging, leading to a replacement being arranged. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included continued insulin therapy management using the patient¿s dexcom system while awaiting the replacement device. Investigation included remote technical troubleshooting and verification of device information. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.